Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. It was observed that this device exhibited high out of range pacing impedance measurements on the right ventricular channel. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.